Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros eci immunodiagnostic system. In addition, a higher than expected vitros trop I es result was obtained when performing a precision test using a troponin free fluid as the sample. An ocd field engineer performed "as needed" service to the well wash, incubator, signal reagent and reagent metering subsystems. Performance testing following service verified that the equipment was operating as expected. The investigation determined that this customer may not have processed samples in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The most likely cause of this event is an analyzer related issue. However, pre-analytical sample processing cannot be ruled out as a contributing factor.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (0.184 ng/ml) from a single patient sample processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was not reported out of the laboratory, so no corrected report was required. The repeat trop I es result (repeat = < 0.012 ng/ml) was reported for the affected patient sample. In addition, a higher than expected vitros trop I es result (0.018 ng/ml) was obtained when performing a precision test using a troponin free fluid (expected < 0.014 ng/ml) as the sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).